Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by turbid effluent, diarrhea, and abdominal pain. On the day of onset, the patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with unknown antibiotic medication (route, medication, dosage, frequency, and duration not reported) for the peritonitis. One day prior to the receipt of this report, extraneal and physioneal therapies were discontinued and the patient was transferred to hemodialysis therapy. Although the patient did not show rapid recovery after antibiotic treatment, it was reported that the patient was recovering from the peritonitis. No additional information is available.